Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a mildly tortuous segment of the proximal cx. The stent as inserted to the proximal circumflex but was too long and was reaching into the proximal lad. The stent was removed and a shorter stent was used.